Event description:
Additional information was received from the patient. The patient reported that they had plans to get the therapy system removed because the lead was messed up following a bad fall.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2drs5 implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2drs5); product type: 0200-lead; implant date (B)(6) 2021; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that they fell and things got messed up with their "wires" (leads). They stated they met with the manufacturing representative's (rep) at their healthcare provider's (hcp) office and the reps turned the therapy on and up and down and there was some respon se but it had not helped patient's symptoms. They reported they were still using 10 depends a day. They stated they were expecting a call from the reps in 2 weeks and stated it has been much longer than 2 weeks and they have not heard back. They stated they need them to call because obviously something is wrong. They stated since it had not got better they want to know what steps are next. They clarified they had x-rays that confirmed their leads were messed up. Patient also reported they are having pain too. The rep was contacted and indicated they spoke with the patient.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that both the hcp and the rep had met with the patient. They reported that the patient had a fall and their implanted lead migrated. The rep and hcp were working with the office to schedule them for a replacement. There is nothing to return. Additional information was received from the patient. The patient reported that they had plans to get the therapy system removed because the lead was messed up following a bad fall.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2drs5, implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.